Manufacturer narrative:
Received one photo of the set. The spiros was disconnected on the female luer side from the set. There was evidence of leakage on the female luer side of the spiros. It was unclear whether the issue was with the set or the spiros. The complaint of disconnection cannot be replicated or confirmed without the return of the used set. Although the spiros is disconnected from the set it cannot be determined whether the issue was with the plum set or the spiros. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is not available for investigation. However, a photograph was provided by the customer and evaluation of the photo is pending.

Event description:
The complaint/event involved the following device: primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 272 cm. The customer reported an accidental disconnection of this device from a spinning spiros®, closed male luer, during patient use. This event took place two weeks prior to when the complaint was received and the problem was detected during the early morning, after the patient went to the bathroom and returned to their bed. At that moment, the patient called for nursing assistance because they felt wet. The nurse responded immediately and noticed that the disconnection. Upon questioning the patient, they reported not feeling any entanglement or traction from the device. The spiros connection was directly attached to a bifurcated extension # 3312 from ICU medical, through which saline solution was being infused with a midline. There was no decompensation or harm to the patient, and no treatment or blood transfusion was required. It was also reported that the product was contaminated with blood and chemotherapy drugs. It was confirmed that there was no contact with chemotherapy since the line the spiros had disconnected from was a primary infusion line that was connected directly to the patient's vascular access.